Event description:
It was reported that the patient presented remotely via merlin.net due to noise oversensing exhibited by their right ventricular (rv) lead. The patient was brought into clinic and programming changes were made. The rv lead was then explanted and successfully replaced. The patient was stable.